Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that they were able to clear alarm and resume insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after working out. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl) and administered an injection to stabilize bg level.